Event description:
The customer observed falsely elevated potassium results generated on an architect c4000 processing module for one patient. The following data was provided: 04jun2024 sid 3595121403 initial result ((B)(6)) = 6.9 mmol/l, repeat on another architect (c402545) = 6.2 mmol/l new samples were collected and tested on the blood gas analyzer = 3.0 mmol/l and 3.4 mmol/l previous result provided: 02jun2024 sid 3595121348 initial result ((B)(6)) = 7.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer support specialist (css) reported that the ict module had been on board for 289 days and it had exceeded the warranty period of three months on board or 20,000 samples. The issue was resolved by replacing the ict module. No additional discrepant result issues have been reported since the ict module was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Additional information for section a1 patient identifier: sids (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on an architect c4000 processing module for one patient. The following data was provided: (B)(6) 2024 sid (B)(6)initial result (B)(6)= 6.9 mmol/l, repeat on another architect (B)(6) = 6.2 mmol/l new samples were collected and tested on the blood gas analyzer = 3.0 mmol/l and 3.4 mmol/l previous result provided: (B)(6) 2024 sid (B)(6) initial result (B)(6) = 7.0 mmol/l no impact to patient management was reported.